Event description:
It was reported that the customer experienced an ongoing intermittent bg value displayed as "low"; however, specific value was not provided. The customer managed the low blood glucose by consuming carbohydrates, assisted by his wife when he was unable to stand. Tandem technical support recommended that the customer consult his healthcare provider to discuss possible factors affecting his blood glucose levels.

Manufacturer narrative:
Updated d9 date device returned